Event description:
Caller reported an issue with cgm error 42 related to their g6 sensor. Cts provided the caller with detailed instructions for a pump reset and assisted in the process. There was no adverse impact on the customer¿s blood glucose level. After the reset, the pump no longer displayed the error code, and the caller was able to successfully start their sensor session.